Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Patient medical records and x-rays were provided. Review of the supplied medical records and x-rays confirmed knee joint instability. With the information provided, it is unlikely the complaint of instability is product related and more likely related to the high demands the patient put on the knee. Based on the inability to determine a root cause or identify product error as a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Patient medical records and x-rays were provided. Review of the supplied medical records and x-rays confirmed knee joint instability. With the information provided, it is unlikely the complaint of instability is product related and more likely related to the high demands the patient put on the knee. Based on the inability to determine a root cause or identify product error as a contributing factor, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffers from instability, pain, discomfort, and infection. Update: (B)(6) 2013 - medical records received. There is no new additional information that would affect the existing MDR decision. Records are attached for further review. Update: x-ray cd received and placed in file. X-rays may pertain to (B)(4). Update rec'd (B)(6) 2014- medical records received. Part/lot was provided. Revision operative notes specifically ruled out infection and loosening; however, instability and a tibial fracture were noted. The unknown knee has been updated to a tibial insert and the femoral component and tibial tray have now been reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.